Manufacturer narrative:
The actual sample involved in the reported incident was not returned for evaluation. Additionally, no pictures or videos were received as a sample. Since no sample was returned for examination a comprehensive investigation evaluation could not be performed. No probable cause was found since no sample, picture or video were received for testing, therefore the complaint was not confirmed. A batch record review was performed for lot 929095h and no discrepancies that may have contributed to a complaint of this nature were found. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the final visual, physical evaluation results indicated that the product met specification requirements.

Event description:
The event involved a plumset that was leaking from the filter at the connection between the square filter connected to the line and the actual line itself while administering chemotherapy. The chemo spill was noted on a cushion and on the floor and was treated as a chemo spillage. There was no patient harm reported.